Event description:
Medtronic received information regarding an imaging system during an unknown procedure. It was reported that the gantry would not open. They manually opened the gantry. Delay in surgery and patient impact were not provided. Additional information was received. It was reported that images were not taken.

Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system, customer complaint not verified. Gantry was able to complete 360 spins, door opened and closed with no issues. Verified alignment with the t- handle. Grab logs for date of occurrence. Performed system checkout, device return to service. H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi-500-00186, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.